Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit customer found separate needle in one of the products, which posed a potential hazard to the users. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that an extra and separate needle insert was found in one of the bd vacutainer c&s transfer straw kits, item 364953, lot 2341663 which posed safety hazard to users."

Manufacturer narrative:
H.6 investigation summary "material #: 364953 lot/batch #: 2341663 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to extra loose cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode extra loose cannula. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." See h.10.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit customer found separate needle in one of the products, which posed a potential hazard to the users. The following information was provided by the initial reporter. The customer stated: "it was reported by customer that an extra and separate needle insert was found in one of the bd vacutainer c&s transfer straw kits, item 364953, lot 2341663 which posed safety hazard to users."